Event description:
Customer reported that the paramedics were called due to low blood glucose. Customer stated that the blood glucose reading was unknown when paramedics arrived. Customer stated that her insulin pump was malfunctioning it did not prime and the back light was not turning on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.